Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The pneumatic hose assembly was found to be damaged, so the assembly was replaced. During the device evaluation, it was also discovered that the motor assembly was corroded and stuck inside the motor housing. In order to fully repair the device, the drill underwent a total rebuild. The drill was repaired and returned to the user facility.

Event description:
It was reported that the hose portion of the pneumatic drill was damaged and leaking air. There was no report of any oil leakage from the device. It is unknown if this event occurred during a surgical procedure, however no injuries or other adverse consequences were reported. The user facility was unable to provide any further information.